Manufacturer narrative:
(B)(4).

Event description:
It was reported that an emg of a tachycardia revealed some undersensing of the ventricular beat, due to small r-wave after a large r-wave. Programming changes were recommended. The physician decided to not change the parameters at the moment due to the risk of t-wave oversensing. No changes will be made. Patient was relevantly treated with hv therapy due to the tachycardia. Patient is doing fine.